Event description:
Customer reported that he was first hospitalized on november due to low blood glucose. Customer stated that he fell down badly and hit something; he broke his nose and one finger. Customer did not recall his blood glucose levels at the time. Customer also reported that he was hospitalized a second time on december. He was at work and was found unconscious; he was not able to control his legs to walk fell off his chair. Blood glucose value was 38 mg/dl. Customer has not worn the insulin pump since december. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.